Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The user facility disinfected the endoscope until the contamination occurs, but they have decided to sterilize the endoscope in order to correct the contamination. And, the microbiological test of the scope was conducted after the user facility performed sterilization. The test result was negative for microbes.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the subject device tested positive for paenibacillus lautus. The subject device had been disinfected using an olympus automated endoscope preprocessor model mini etd3/minietd2 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.